Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿; on the continuous glucose monitor. A manual injection was administered to address bg. Customer reverted to manual insulin therapy

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.